Event description:
Due to an electrical storm on (B)(6) 2015, the ICD delivered numerous shocks. This was followed by a temporary decrease of the battery voltage down to rrt level (2,66v). At next standard follow-up on (B)(6) 2015, the battery voltage had increased back to 2.8v. An explanation was required.